Event description:
Customer reports two consecutive cases of light anesthesia. There was no reported pt injury. Ohmeda's investigation into the reported occurrence is still ongoing. A follow-up reported will be issued when the investigation has been completed.